Event description:
The patient reported from the emergency room, that his scs ipg had been moved due to necrosis at the original scs ipg pocket site. The patient also reported, the new pocket site is now red and swollen. Additionally, the patient feels as if he's experiencing chills. Furthermore, it was reported, the original pocket site has improved and may not need additional intervention. A (B)(6) 2013, follow-up identified the scs ipg pocket was drained and cultures results are pending. Moreover, the patient is being treated for infection although it is unconfirmed. The patient's wbc count is elevated at 15000. No additional information is available at this time.

Manufacturer narrative:
Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.